Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 120 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to slightly loose and tilted drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, the insulin pump passed displacement test, self-test, off no power test, unexpected restart error test and rewind. The insulin pump was able to download properly to carelink. However, several history crc check failed alarms were found at the alarm history file due to a corrupted history file. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked case at the reservoir tube window corner.